Manufacturer narrative:
The lot number was not provided, therefore a lot history review was not performed. The sample was returned to the manufacturer for evaluation. The investigation reported issue was confirmed for the device detachment and inconclusive for the reported catheter leak. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5084 pta balloon dilatation catheter allegedly experienced leak and detachment. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.